Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of stimulation and was not getting coverage on the left side. The patient could move the ins through the skin and when they moved it he got pulses on the left side like it had a loose connection. The patient was not getting stimulation on the left side on group b, but on group a they could get some stimulation but not where it needed to be. The patient increased stimulation on program one and two but on group b he still didn't feel the stimulation on the left side. It was noted that the patient's amplitude was at 7.9 volts and he was not feeling anything. There were no falls or trauma reported that could have been related to this issue. The patient had already called the doctor and left a message so he was waiting for the doctor's office to call back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a fluoroscopy examination with analysis/imaging as troubleshooting related to the lack of stimulation. Reprogramming was done to resolve the lack of stimulation. The cause of the lack of stimulation was not determined, but the lack of stimulation on the left side had been resolved. Interrogation and fluoroscopy were performed as troubleshooting related to the loose ins and possible disconnection. No actions/interventions were taken to resolve the loose ins and possible disconnection. The hcp was unsure if the loose ins issue had been resolved.

Manufacturer narrative:
Upon further review, the event date was updated to (B)(6) 2016. Further updates regarding the event captured in manufacturer report #3004209178-2016-09735 will now be captured in manufacturer report #3004209178-2016-09723. It was reported that the patient had 7 implanted systems and all but one had contact failure on the leads that caused replacement; manufacturer reports were generated for each of the 7 implanted systems. See manufacturer reports 3004209178-2016-09742, 6000032-2016-00086, 3004209178-2016-13796, 3004209178-2016-13799, 3004209178-2016-13805, and 3004209178-2016-13809. Other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that out of regulation (oor) was seen on the patient programmer while adjusting settings on (B)(6) 2016. The patient also reported that the last time he went to the healthcare professional's office "probably two months ago" ((B)(6) 2016), one of the contacts was out and it was one of the contacts he did not use. It was noted that the patient was upset that the contact already did not work, even though he did not use it. There were no falls or trauma that could be related to the reported issues. Additional information received from the healthcare professional on 19-may-2016 reported that the cause of the oor message was not determined and the cause of one contact being out was not determined. Diagnostic testing or troubleshooting performed and actions/interventions taken to resolve the oor message and the one contact that was out included "interrogation/programming." It was unknown whether the issue of the contact being out was resolved. Additional information received from the consumer on 13-jun-2016 reported that failed contacts were being used on program a; it was noted that the top four contacts on the left side had failed. Program c was created using different contacts to resolve the issues of lack of stimulation, the loose ins issue, and possible disconnection issue. The contacts were used to try and get stimulation upward, but it was not able to cover the area as well as before. The consumer also reported that the out of regulation (oor) message was because of the contact failure. Regarding steps taken to resolve the issue of the contact being out, the patient stated "there was no solution except to replace the lead;" the issue of the contact being out was not resolved. The patient noted that he had 7 implants over the course of 14 years, and all but one had contact failure on the leads that caused replacement. The patient met with the manufacturer representative in (B)(6) 2016 for better coverage around contact 1 with out-of-range impedances. In (B)(6) 2016, the patient met with manufacturer representative again and it was found that contacts 1, 3, and 4 had out of range impedances. On (B)(6) 2016, the patient complained of pain with spinal cord stimulation (scs) on using contacts 0, 2, and 5; it was then determined that all contacts, except for 0 and 5, were out of range on the left lead. Diagnostic testing or troubleshooting performed included reprogramming using contacts 0 and 5; painful stimulation went away and the patient reported having good coverage. The right lead in the 8-15 slot showed impedances within normal limits and provided good coverage. The manufacturer representative noted there was discussion with the patient and healthcare professional about possible revision if stimulation changed. It was unknown if the issue was resolved as of (B)(6) 2016, and the patient's status was alive with no injury. Surgical intervention was not performed or planned at that time. Additional information received from the consumer via the manufacturer representative on 08-jul-2016 reported that the patient was seen in the healthcare professional's office. The patient lost stimulation on the left side again. The out of regulation (oor) message was seen on program c; amplitude was decreased from 4.6 to 2.3. It was clarified that the "call your doctor" symbol and oor were seen. They pulled away the patient programmer antenna and the patient got a massive shocking sensation at the ins site and the middle of the patient's back. An impedance check was done; the manufacturer representative noted that a strip would be attached. The manufacturer representative then zeroed out each program and turned the device off. The manufacturer representative also reported that the patient was to be scheduled for a revision of the lead and/or ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.